Manufacturer narrative:
The device was returned to olympus for evaluation, during which they were unable to replicate the user¿s request as the image did not turn completely dark during inspection. No damage or abnormal wear and tear was observed. The investigation is ongoing and the follow-up with the user-facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head image disappeared or darkened and the visual field was suddenly lost. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.